Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, lab: 1.7; date: (B)(6) 2013, lab: 1.5; date: (B)(6) 2013, inratio: 3.0, lab: 1.7. Patient admitted to hospital for heavy chest pain; had low potassium; placed on heparin drip during hospital stay ((B)(6)). Both samples taken from patient within 2 hours on (B)(6) 2013. Therapeutic range: 2.5 - 3.5.